Event description:
The customer reported that a flame occurred at the tip of the device. There was no injury to the staff or pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.